Event description:
It was reported that a 3.5mm stent was placed in an unreported vessel. The pt returned due to sub acute thrombosis occlusion, and required postdilation of the stented area. The treatment was successful. No other info was reported. Attempts to obtain additional info were unsuccessful.